Event description:
Co affiliate is reporting that during a shoulder procedure the distal tip of a vapr se electrode broke off into the body and remains therein. They are reporting no harm to the pt.

Event description:
Our affiliate is reporting that during a shoulder procedure the distal tip of a vapr se electrode broke off into the body and remains therein. They are reporting no harm to the patient.

Manufacturer narrative:
Depuy mitek has received and evaluated the returned product. A visual examination of the returned device revealed that the failure of the device is consistent with failure produced in a laboratory environment by the application of excessive mechanical fornce. Although it is not conclusive we could not identify any iother causative factors that would result in such a failure other than those mentioned in the instructions for use.